Event description:
The customer reported intermittent functionality and error codes. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos and gpos boards. System operates as intended. This MDR is related to ge healthcare.